Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) coil of the patient¿s rv lead exhibited impedance variations since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.